Event description:
The pump was returned for investigation. Investigation revealed a pinkish display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 04/09/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/09/2015 with the following findings: the battery cap and cartridge cap was not returned; therefore, test caps were used to complete investigation. Investigation revealed a dim and pink display screen. The pump passed the delivery accuracy test and was found to be delivering within the required range. The pump was booted to the verify screen with the vibratory and audible tone features appropriately functioning. The ez-prime sequence and 24 hour duration test was successfully completed and performed on the pump. Patient negligence issue was found during investigation, the pump was subjected to conditions outside specifications. (B)(4).